Event description:
It is reported that the screws fractured after the initial implantation and the patient had to be revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient year of birth: 2014. Concomitant medical product: item# 915-0020, lot 205860, qty 2. Report source: colombia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event: 0001032347-2022-00385 and 0001032347-2022-00387.